Manufacturer narrative:
(B)(4). Physio-control evaluated the customer's device but was unable to duplicate the reported issue. Physio then downloaded the electronic patient record from the event for review. After observing proper device operation through functional and performance testing, the unit was returned to the customer for use. Physio further examined the electronic patient record from the event and confirmed that the connection to the patient through the 3rd party defibrillation electrodes was intermittent. Multiple times throughout the event the patient¿s ECG trace while in paddles lead ECG went to dashed lines (---), indicating a lost connection to the patient. Additionally, on multiple occasions both a ¿charge removed¿ and a ¿lead off¿ event was annotated by the device. This suggests that the cause of the reported issue was due to inadequate patient connection; however, this could not be conclusively determined. Physio-control was advised by the customer that the 3rd party defibrillation electrodes used during the event had been disposed of and therefore were not available for evaluation. The cause of the reported issue could not be determined.

Event description:
The customer contacted physio-control to report that their device failed to deliver defibrillation therapy to a patient that was in ventricular fibrillation (v-fib ). The patient, a (B)(6) female, had gone into cardiac arrest. A bystander administered CPR until the ems crew arrived approximately 4 minutes later to continue patient care. The ems crew connected the patient to their device via 3rd party defibrillation electrodes (kendall meditrace, lot code and expiration date unknown); however, based on the electronic patient record from the device, the connection to the patient through the 3rd party defibrillation electrodes was intermittent. In order for the device to charge and shock, the patient's heart rhythm must be detectable in paddles lead ECG. A backup device arrived on-scene and medical personnel connected the patient to the backup device via a new set of defibrillation electrodes (brand unknown). A shock was delivered to the patient. No further details about the patient or the event were provided. The patient did not survive the event.